Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d10: model number/catalog number: 1201 serial number: unknown batch/lot number: unknown model/catalog description: tined lead unique identifier (UDI) #: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator (ins) had a solid red light on their remote control. This might indicate an impedance issue. The patient was assisted with changing programs, but the red light was still present and the therapy was off. The patient was advised to see the local care team in office for assistance. Additionally, the patient denied experiencing any falls and they presented with high impedance. The patient had surgery to revise their neurostimulator and tined lead.